Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the rite electrical ground bond test. Accuracy confirmation, temperature verification, and priming sequences could not be performed due to repeated rls 149 (ld pressure leak). A continuity test between the power entry module and the door post revealed the ground bus resistance was out of specification. The setscrew on the door post was tightened and the ground bus resistance measured within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.